Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) drill bit broke off, leading to the broken shaft of this bit to be left in the patient and one (1) insertion handle was discovered to have broken when a surgeon was inserting one (1) ti cannulated lateral entry femoral recon nail-ex (lfn) into a pathologic fracture. The surgeon reamed the patient¿s femur to 13.5 mm and then inserted the 12 mm lfn nail without any incident. When the surgeon rotated one (1) standard insertion handle, a clunk sound was heard, which was subsequently understood towards the end of the procedure to have been caused when the standard insertion handle broke. Since everything looked fine at the time of the clunk sound being heard, the surgeon continued with the procedure. Further into the surgery, one (1) 4.5 mm / 6.5 mm stepped drill bit was having trouble passing through the nail. The surgeon was able to re-tighten the nail to the insertion handle and the surgeon got the inferior recon screw in. When the surgeon was attempting to drill for the superior recon screw, an inch-long piece from the 4.5 mm end of the stepped drill bit broke off inside the patient. The surgeon tried unsuccessfully to remove the broken piece of the drill bit for about five (5) minutes and then decided to put a standard locking screw instead. Upon removing the standard insertion handle at this point, the surgeon discovered that the tab on the nail end of the insertion handle was broken off (as described earlier as the broken insertion handle causing the clunk sound). This tab is where the connecting screw can be inserted to lock on to the nail and make sure that the nail is on correctly. The broken tab on the insertion handle was not found by the surgical team and hence the surgeon made the assumption that it was still inside the patient. The procedure was then completed successfully without any further incidents and there was a reported surgical delay of about 5-10 minutes. There were no additional interventions reported to be required and the patient was reported to be in stable condition. This complaint involves two (2) devices. Concomitant devices reported: 12 mm ti cannulated lateral entry femoral recon nail-ex (part# unknown, lot# unknown, quantity# 1); unknown drill (part# unknown, lot# unknown, quantity# 1); inferior recon screw (part# unknown, lot# unknown, quantity# 1); superior recon screw (part# unknown, lot# unknown, quantity# 1); cannulated connecting screw (part# unknown, lot# unknown, quantity# 1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Therapy date is (B)(6) 2018. A device history record (DHR) review was performed for part number: 03.010.078, synthes lot number: 5753027, supplier lot number: 066375: release to warehouse date: 01-apr-2008, expiration date: n/a, supplier: (B)(4): mrr was generated during production for 65 parts that had 21 grooves instead of 22 grooves (specification). This was due to incorrect number of grooves on the blank drawing. All parts were re-worked and the pe process drawing was revised to specify the correct number of grooves. Relevance to complaint condition cannot be determined until the product is returned for investigation. A product development investigation was performed. The returned drill bit was confirmed to be broken. Approximately 25mm is missing from the drill tip. The broken portion was not returned. The tip is sheared off at the transition from the 6.5mm diameter to the 4.5mm diameter. Dimensional inspection could not be performed as the tip has sheared off. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed during investigation mrr was generated during production for 65 parts that had 21 grooves instead of 22 grooves (specification). This was due to incorrect number of grooves on the blank drawing. All parts were re-worked and the pe process drawing was revised to specify the correct number of grooves. This mrr does not relate to the complaint condition, as the grooves do not impact the tip strength of the drill bit. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on review of the DHR records there is no indication that any issues with material or material properties contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date reported incorrectly on initial medwatch report. The correct date is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.